Manufacturer narrative:
The t:slim pump user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level in the 500's (mg/dl). To address the bg level, the customer delivered a correction bolus. The customer reported that the cartridges and infusion sets were being reused. Prior to the call, the customer confirmed that a new cartridge had been loaded onto the pump. Recommendation was made to consult with health care provider regarding diabetes management.